Manufacturer narrative:
Ventec's clinical team followed up with the patient and confirmed that their vocsn device was utilizing an adult circuit, passive with o2. Pictures provided by the patient show potential damage at its bond joint; however, neither the vocsn device nor the adult circuit used during the reported event were returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
The following event was reported to ventec via email: "I am an als patient with invasive trach. I switched from a trilogy to vocsn last fall. I don't know what your quality control systems are for your tubing, but they're obviously cheaply made. I have a vocsn unit on the back of my wheelchair and the cheap plastic part the attaches from the tubing to the ventilator gets broken at the slightest touch. Why on earth don't you use a rubber attachment like traditional CPAP tubing??? This last tube that broke nearly caused me to passout. I will be sharing my experience with other als patients and social media. You need to improve your tubing asap. I'm thinking of going back to the trilogy for this tubing issue." It was reported that the patient, a male, nearly passed out as a result of the reported issue, indicating that he likely desaturated during the reported event and would have required medical intervention to prevent permanent impairment/damage. The patient survived the reported event. Additionally, the patient did not provided ventec with the device's serial number. As a result, model number, catalog number, serial number and UDI number are "unknown", and device manufacturing date shall be left blank.